Event description:
Healthcare professional reported right deflation. Device has been explanted.

Event description:
Healthcare professional reported right deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack valve, partial delamination of the valve, flat creases, and wear abrasion. Leak test and microscopic analysis was performed which identified: crack valve and partial delamination of the valve (adhesive failure). Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Partial delamination of the valve assessed as adhesive failure.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right deflation. Device has been explanted.